Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the phacoemulsification handpiece had no energy output. The tip was replaced, but this did not solve the issue. The handpiece was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
No additional information was provided. The customer reported event was not able to be confirmed. The phaco handpiece was manufactured on july 25, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).